Event description:
The healthcare provider (hcp) reported that they interrogated the implantable neurostimulator (ins) with the clinician programmer (cp) and program 2 was showing (B)(6) capacity and 0-1 months longevity. The patient alleged never seeing a low battery icon or any error codes on the patient programmer (pp). During the call, the hcp used the pp and saw nothing out of the ordinary. They had seen the patient on (B)(6) 2016 and got a high amplitude warning message but turned down the amplitude and set limits and the capacity was (B)(6) at that time. When the patient was seen in (B)(6), they weren't feeling stimulation at the most distal electrode. This lack of stimulation sensation had been going on for "quite a while." Programming was done around those electrodes and therapy had been fine since. All programs gave the same 0-1 value for capacity and longevity. The hcp had only started seeing the patient recently so they did not know what the previous settings had been. Additional information received from the patient in response to follow-up clarified that the patient was still feeling stimulation on 2 electrodes. Stimulation had been turned above 3.5 volts for an undetermined time. It was reviewed that the battery had been interrogated and low battery capacity was found. There had been no low battery warning on the pp. The only action taken was the original call that reported the event. It remained unclear what led to this event. The patient had moved but was going to be coming back to have the battery replaced. Indications for use were urinary dysfunction/sacral nerve stimulation and bowel dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.